Event description:
The mitral valve clip device (22 mm) deployed, then mitral clip device detached from mitral valve. Retrieved successfully via snaring clip. No patient harm. Abbott rep took device and packaging.